Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer completed necessary steps to check and reload the cartridge, and with the assistance of technical support, was instructed to deliver a bolus to update the insulin estimate. Eventually, customer confirmed that the fill estimate became accurate and the issue was resolved.